Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient represented remotely. Upon review of stored electrograms, it was noted that the implantable cardiac monitor exhibited episodes of undersensing. Programming changes were attempted but were not successful. Patient was stable and would be followed normally.